Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The t:slim x2 with control-iq user guide states: "warning - never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. This can cause serious injury or death from very low blood glucose."

Event description:
It was reported that the customer was taken to the emergency room (ER) due to a blood glucose (bg) level of 54 mg/dl. The customer was administered sugar water, juice and was treated with intravenous saline to address bg level. The customer was released from the ER 4 hours later with no permanent damage. Reportedly, the customer inadvertently performed the load fill tubing sequence while connected to the site. Subsequently, 27.6 units of insulin were inadvertently delivered. Tandem technical support educated the customer to not be connected to the pump during the fill tubing process.